Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for an implant procedure. During the implant, the right ventricular lead required repositionings. The patient had a drop in blood pressure, and an echocardiogram confirmed pericardial effusion. Pericardiocentesis was performed, and dark bloody fluid was removed. Another echocardiogram confirmed the pericardial effusion was resolved. The surgery was completed with the lead. The patient had no consequences from the procedure.